Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: guide wire tip caught in deployed stent requiring surgical intervention. Device issue: difficult to remove. It was reported that when the guide wire was retracted after a successful stent implantation a resistance was felt. The guide wire tip had interlocked with the distal struts of the stent implant, and the stent was tightened on the distal end of the guide wire. An otw balloon catheter was used in an attempt to remove the guide wire; but was unsuccessful. The patient was sent to another hospital for bypass surgery. No additional event or patient information is available.

Manufacturer narrative:
.